Event description:
Caller reported tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Cts confirmed cartridge alarm and decided to replace pump while ensuring customer continues using current pump for insulin delivery. Caller was instructed to put pump into storage mode and return it within 10 days. Replacement pump was sent without requiring signature for delivery, and caller was advised of steps to take upon receiving new pump.